Event description:
Plaintiff preliminary disclosure form received with sticker sheet for part and lot numbers. Patient has not been revised. Litigation has not been received at this point in time. (B)(6) 2012 - litigation papers received, papers allege that the patient experinces progressively severe pain, soreness and discomfort and had excessively high metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. In addition to what were previously alleged, pfs alleges tissue and bone damage, limited range of motion, walking difficulty and limited mobility. After review of medical records for MDR reportability the laboratory values for cobalt/chromium is below 7ppb. Clinic visit notes reported that the left hip demonstrates severe djd and the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.